Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that a 40ml pump that was uploaded with software for a 20ml pump will be explanted at the patient¿s request. The pump works properly.

Manufacturer narrative:
Upon completion of the investigation, the review of the DHR confirmed that the pump sn# (B)(4) was a 40ml size pump which had been uploaded with software for 20ml pump. As the pump has the 20ml software loaded, each time it is filled at its real full capacity (40ml), the pump "assumes" that it is filled with 20ml. The maximum volume of 20ml is used by the software to calculate the refill date. Flow rates are not affected by the software error as the flow rate mechanisms are independent of the fill level sensor mechanism. It is important to note that the low volume alarm will function as normal and the other interrogations of the pump for proper function will work as intended. The defect was due to human error during software upload which has not been detected during manufacturing process. Health hazard evaluation committee has been informed and hhe was performed. The operators in charge of the software uploading were informed of the issue and a control has been added after software uploading to ensure that the correct software version is uploaded into the pump. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.